Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse replaced the seals. The cse performed calibrations and quality controls, which were acceptable. The cause of the discordant creatine_2 and urea nitrogen results on patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant creatinine_2 and urea nitrogen results were obtained on patient samples on an advia 1800 instrument. The quality controls (qc) were out of range. The customer did not report the discordant results. The samples were repeated on an unknown instrument. It is unknown if the repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant creatinine_2 and urea nitrogen results.